Event description:
Philips received a complaint on the v60 ventilator indicating that the device did not alarm when it was unplugged from the patient. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the patient was swapped to another ventilator without impact on the patient. The rse provided the customer with the latest version of the service manual, version t. The rse advised the customer biomedical engineer (bme) to provide the device diagnostic report (drpt) and complete a performance verification test. The customer reported the next day that the device had passed a performance verification test (pvt) and was running the device on a test lung. In a good faith effort (gfe) response from the customer received on 13sep2024, it was stated that the patient information was unknown. Additionally, the customer confirmed that the device was functioning fine, and nothing was wrong with it. They had determined that the issue was found to be operator related. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.